Event description:
It was reported that a q-syte closed luer access device leaked during use. The following was reported by the initial reporter: "fluid leak out of this device during injection".

Manufacturer narrative:
H6: investigation summary. Our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit. During the visual examination, it was observed that there was damage to the bottom body and septum. It was noted that the observed damage to the bottom body resembled the pattern of piler-like grip being used to forcefully attach or remove the q-syte from a connection. Further microscopic analysis of the septum revealed that there was a tear at the column wall, near the vent hole. The leakage test was performed on the unit in the unactuated and actuated positions. No leakage was observed. Although tears in the column wall can cause leakage, bd was unable to duplicate you reported defect. However, the defect of septum defective/ damaged was confirmed. This type of damage can occur in the user environment because of excessive actuations and/or extraneous force or during manufacturing, but the exact root cause could not be determined as the device had been opened and used. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a q-syte closed luer access device leaked during use. The following was reported by the initial reporter: "fluid leak out of this device during injection".

Manufacturer narrative:
Correction. H6: investigation summary . Our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit. During the visual examination, it was observed that there was damage to the bottom body and septum. It was noted that the observed damage to the bottom body resembled the pattern of piler-like grip being used to forcefully attach or remove the q-syte from a connection. Further microscopic analysis of the septum revealed that there was a tear at the column wall, near the vent hole. The leakage test was performed on the unit in the unactuated and actuated positions. No leakage was observed. Although tears in the column wall can cause leakage, bd was unable to duplicate the reported defect. However, the defect of septum defective/ damaged was confirmed. This type of damage can occur in the user environment because of excessive actuations and/or extraneous force or during manufacturing, but the exact root cause could not be determined as the device had been opened and used. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Initial reported phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a q-syte closed luer access device leaked during use. The following was reported by the initial reporter: "fluid leak out of this device during injection"